Event description:
System error 2240 message appeared on the display of the home patient's machine during the initial drain cycle of their automated peritoneal dialysis therapy. Home patient started the initial drain cycle prior to connecting transfer set to the patient line of the set. The home patient received the alarm and then connected to the setup. Service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.